Event description:
Maude report number: mw5090346. It was reported that there was a pseudoaneurysm. It was reported via a maude report that "watchman device implantation for a chronic atrial fibrillation patient on chronic anti-coagulation. On (B)(6) 2019 a right common femoral pseudoaneurysm was repaired. A surgical drain was put in place for 1 week. The patient was then discharged home in stable condition."